Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system main board was replaced to address the issue. Additional findings not related to the malfunction/issue, there was dirt contamination in the outlet flow path and the part was replaced on the device. The following parts were proactively replaced on the device: blower and inlet foam kits. Afterwards, the device was cleaned, run in and alarm tests were performed, which was working properly.